Event description:
It was reported that an arteriotomy closure of a moderately calcified right common femoral artery was attempted using a proglide after an interventional procedure. Reportedly, a cuff miss occurred. Manual arterial compression was applied to achieve hemostasis. A 6fr sheath was used. There was no reported adverse patient sequela. The physician is reported to be trained in the use of the proglide device. There was no reported clinically significant delay in the entire procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information. The proglide device was used in a moderately calcified vessel and per the instructions for use, the safety and effectiveness of the proglide device have not been established for patients with femoral artery calcium which is fluoroscopically visible at the access site.

Manufacturer narrative:
(B)(4). Evaluation summary: the analysis of the returned components of the body of the device including, handle to foot function, guide tube, needle guide, bridge, suture bearing, exit ramp and sheath were normal. There was no indication of a product quality deficiency that would contribute to the reported cuff miss. The anterior cuff was still loaded inside the foot pocket. Based on the evidence found on the returned device, the anterior cuff was missed, confirming the reported event. There was no needle strike mark on the foot. During the investigation, a proxy plunger was inserted and the needle trajectory was acceptable. The anterior cuff was captured successfully. Possible contributing factors for needle deflection that resulted in the anterior cuff miss include, but are not limited to, manufacturing deficiencies, challenging anatomical conditions, and deployment techniques. Based on the successful testing of the device needle trajectory in the lab and during manufacturing, the probable cause for the anterior cuff miss is needle deflection during plunger deployment due to interaction with human tissue or failure to position and maintain the device at a 45 degree angle throughout deployment. It was reported that the common femoral artery was moderately calcified. The perclose proglide instructions for use states: the safety and effectiveness have not been established, in the following patient populations: patients with femoral artery calcium which is fluoroscopically visible at the access site. Whether this contributed to the reported experience is undetermined. Based on the results of the investigation, the probable cause was determined to be related to the operational context during use of the device and not a product quality deficiency. A review of the finished device lot history records did not reveal any nonconforming material records associated with this lot which could have contributed to the reported event. A query of the complaint-handling database was performed and there does not appear to be any indication of a lot specific product quality deficiency. To assure that all products perform according to specifications the needle trajectory of every device is checked during manufacturing and a quality control audit inspection is performed to verify product quality.